Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that device status is unknown. The information has been confirmed with the physician.

Manufacturer narrative:
Continuation of d10: product ID 3778-60 serial# (B)(6) implanted: (B)(6) 2011 product type lead product ID 3778-60 serial# (B)(6) implanted: (B)(6) 2011 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 3778-60; serial#: (B)(6); implanted: (B)(6) 2011; product type: lead. Product ID: 3778-60; serial#: (B)(6); implanted: (B)(6) 2011; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(6), ubd: 04-may-2015, UDI#: (B)(4); product ID: 3778-60, serial/lot #: (B)(6), ubd: 08-mar-2015, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they have a pre-op appointment tomorrow and they are going to be replacing patient's entire implant with a "newer upgraded one". Patient stated their leads are not MRI compatible and hcp wants to know what type of leads they have implanted right now. Pt added that they will be replacing the ins battery and the leads so that they will be MRI compatible and to have more additional coverage - pt stated the therapy originally covered both feet. Pt had foot surgery on left foot and has since had surgery on the right foot but, with the snipped lead, they do not have coverage on both feet anymore; one of the leads migrated and when they went to re-anchor it in 2012, they snipped the lead accidentally and left all the extra wire in there. Pt was unsure of the hcp name but they work out of the va pain clinic. Agent sent email to mdt rep. Agent redirected to hcp to further address next steps of ins replacement.